Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the blade did not move forward but was able to fully retract and open off the tissue. To resolve the issue, they opened another handle and reload to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the handle noted no abnormalities. Evaluation of the device noted that the code ¿drive motor excessive load mode¿ was present. This was indicative of a thick tissue application and could confirm the reported condition. Visual and functional testing of the returned product confirmed the product, as received, met release specifications. Product analysis suggests the product was used in a surgical procedure. Records for each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the ¿drive motor excessive load mode¿ error codes may occur on the device stops firing before the lower clamp reaches the distal end, which is likely due to the firing force reaching the upper design limit of the reload. This may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. An application with an obstacle incorporated in the jaws. In either scenario, staples may not form properly and tissue may not be fully transected. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.